Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reinvestigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was properly interrogated and the device´s memory was investigated. The analysis revealed a temporarily elevated bipolar ventricular impedance during the implantation procedure, most likely due to a not fully tightened set screw. Further a lead error was detected with automatic switch to unipolar configuration. In unipolar configuration, elevated unipolar impedance values are expected in case of insufficient tissue contact to the device housing. There is no indication of a device malfunction based on these findings. The pacemaker was visually inspected revealing no anomalies. The header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. Next, the impedance measurement functions of the device were thoroughly tested. Different load resistances were subsequently attached to the pacemaker and the device measurements in bi- and unipolar configuration proved to be normal and as expected. There was no indication of a device malfunction. In addition, a sensing test was performed and the device sensed the attached heart signals free of noise. There was no indication of a device malfunction.

Event description:
On the day of implantation, high rv impedance was observed. Re-intervention was performed, this device was explanted and a new device was implanted and connected to the already implanted leads.